Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips were fine. The third and fourth clip would not stay on the vessel. Another same like device was used to complete the case with no patient consequence.